Event description:
It has been reported to philips that the device was unable to produce x-rays. The issue was found during clinical use. The system was restarted, which resulted in a delay to therapy. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an unknown procedure and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-rays. Review of the log files didn't confirm the reported issue. But the fse reviewed the error logs and found problems with the pedal switches. So, the fse replaced the wired footswitch to resolve the issue. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Additional investigation concluded that the complaint is not related to the prior occurrence which led to serious injury (tw (B)(4) ), as the complaint has been reported on a wired footswitch. According to the investigation results, philips has concluded that this complaint is not reportable. The codes were updated based on the investigation outcome.